Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses intraoperative issue of screwdriver breakage. The postoperative report of revision due to adjacent segment syndrome has been captured under linked complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Part # 352.311 synthes lot # 5414391 supplier lot # 573166n06 . Expiration date: n/a. Release to warehouse date: 27 dec 2006. Supplier: (B)(4).. No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined at customer quality (cq) and the complaint condition was able to be confirmed as the distal driver tip was found to be broken and missing a segment (missing distal segment not returned to cq). No definitive root cause was able to be determined; not fully inserting the inner shaft or off axis use could have contributed to the device failure. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and driver and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of the device. A measurement of the minor thread diameter (worst case cross section) near location of breakage was not able to be performed at cq because the threaded distal tip sheared of at its base/transition to solid shaft and the segment was not returned. A device history review, including material and hardness review, was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal of vectra plate and implant zero p. Anterior cervical discectomy fusion was performed on (B)(6) 2017 due to adjacent segment syndrome. The primary surgery was in (B)(6) 2009. Surgeon began to remove the screw and a snap was heard. The stylet engaged then broke off inside the screw. Product specialist advised that screws could be undone a little each and then removed all at once. The surgery was slowed as the screwdriver was not functioning as it should. There was at least ten (10) minute surgical delay. The vectra plate and four (4) screws were removed from c5-c6. All items were intact, had performed as expected and fusion had occurred. A zero-p spacer was inserted at c4-c5. This report addresses intraoperative issue of screwdriver breakage. The postoperative report of revision due to adjacent segment syndrome has been captured under linked complaint (B)(4). Concomitant devices reported: vectra plate (part # unknown, lot # unknown, quantity 1), zero p implant (part # unknown, lot # unknown, quantity 1), screw (part # unknown, lot # unknown, quantity 4). This report is for one (1) extraction screwdriver. This is report 1 of 1 for complaint (B)(4).